Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with corroded battery tube, partial broken retainer ring, serial number label missing, peeling keypad overlay, cracked battery tube threads, cracked select button keypad overlay and pillowing keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. No battery alerts or alarms on the event date of 18-nov-2023, however, pump history found: replace battery alert on 11/02/2023 17:32:00.000 and 11/14/2023 05:32:00.000 replace battery now alarm on 01/16/2024 03:00:00.000, 01/16/2024 14:00:00.000 and 01/18/2024 04:34:00.000 power loss alarm on 01/16/2024 06:39:53.000, 01/18/2024 08:49:35.000 and 01/18/2024 08:49:43.000. Multiple failed batt/battery failed alarm on 01/18/2024 08:09:16.000 until 01/18/2024 08:27:28.000. Pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No battery failed alarm or battery issue during testing. Pump was cut open to perform visual inspection and found moisture damage pcba1 and internal battery connector. Cosmetic damage confirmed on the serial number label. Battery failed alarm, power loss alarm and replace battery now alarm confirmed multiple times in the pump history due to corroded internal battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the label missing a couple of months ago and noticed the battery issue a couple of weeks ago. Troubleshooting was performed and found that got battery failed every other day and changed the battery every other day and the back of the label was rubbed off. The serial number and dome label stickers were reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.